Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. A visual examination of the crimped stent found stent struts from the 2 most proximal stent rows were raised from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during advancement of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the inner and outer were kinked at various positions along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. A 6fr non-bsc guiding catheter was advanced and angiography was performed which showed a >80% stenosed, de novo target lesion located in the mildly calcified mid left anterior descending (lad) artery. Subsequently, a non-bsc guide wire was advanced and pre-dilatation was performed with 1.5x12 mm, 2x8mm, and 2.5x15mm non-bsc balloon catheters. A 2.50x32mm promus element¿ plus drug eluting stent was then advanced but failed to cross the lesion despite several attempts. The device was removed and it was noted that the stent struts were flared up. Re-dilatation was performed with a 2.5x15 non-bsc balloon catheter and a 2.5x28mm promus element¿ plus drug eluting stent was advanced but still failed to cross the lesion and the shaft got kinked. The device was removed and the physician left the case with medical management. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. A 6fr non-bsc guiding catheter was advanced and angiography was performed which showed a >80% stenosed, de novo target lesion located in the mildly calcified mid left anterior descending (lad) artery. Subsequently, a non-bsc guide wire was advanced and pre-dilatation was performed with 1.5x12 mm, 2x8mm, and 2.5x15mm non-bsc balloon catheters. A 2.50x32mm promus element¿ plus drug eluting stent was then advanced but failed to cross the lesion despite several attempts. The device was removed and it was noted that the stent struts were flared up. Re-dilatation was performed with a 2.5x15 non-bsc balloon catheter and a 2.5x28mm promus element¿ plus drug eluting stent was advanced but still failed to cross the lesion and the shaft got kinked. The device was removed and the physician left the case with medical management. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).